Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, the right atrial (ra) leadless pacemaker (lp) was released prematurely from the delivery catheter. The ralp was retrieved from the inferior vena cava and not implanted. An alternate ralp near at hand was implanted to complete the procedure. The patient was discharged home eventually.

Manufacturer narrative:
Reported event of a premature separation was not confirmed. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Longevity assessment and further analysis were normal with no anomalies found.